Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the needle mechanism found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed portion of soft cannula was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 450 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.